Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and thin calcified leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was successfully placed lateral to the first clip. Before deployment it was visualized that the clip detached from the anterior leaflet. The mitraclip was retracted and attempted to be placed, there was challenges grasping both leaflets due to the calcification. After grasping both leaflets, the anterior leaflet would slip out of the clip. The clip was retracted into the atrium when a flail was visualized on the posterior leaflet. While placing the clip a second time it was identified that one of the grippers would not lower. Troubleshooting was preformed successfully, and the gripper would lower. Due to the positioning of the clip, it was not possible to grasp the anterior leaflet from this position. A more lateral attempt was preformed, during which it was observed that the other gripper would not lower. Troubleshooting was not successful, and the clip was retracted and removed from the patient and the procedure was discontinued. The final mr was grade 3. There were no clinically significant delays reported.